Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
On 2025-07-09 abiomed japan forwarded to complaints, publication for complaint review. Entitled: "a staged approach from venoarterial extracorporeal membrane oxygenation (v-a ECMO) to protekduo circuit for right ventricular support in cardiogenic shock: a case report" which speaks to a bipella cp-rp support. Two days after cp explanted the patient decompensated and when taken to the cardiac catheterization laboratory the rp was found to be dislodged. The team placed va ECMO due to this mispositioning.